Manufacturer narrative:
(B)(4). The customer reported to have replaced the touch frame printed circuit board (pcb). The ventilator passed all the required testing.

Event description:
It was reported that the ventilator was showing alarm screen block. The ventilator was not in use on a patient at the time of the event.